Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6 activity history (0).

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 45 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include sweating and feeling hungry. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with a sandwich as well as a sugar drink. The patient reports their blood glucose after treatment was 120 mg/dl. The patient was at the hospital emergency room for 9-10 hours. The patients pod will not be returned as it has been disposed.